Event description:
The target lesion was the right coronary artery. The lesion was calcified and tortuous. The physician could not reach the target lesion and decided to remove the system. Upon removal, the stent dislodged in the patient. The stent was not retrieved.

Manufacturer narrative:
The stent delivery system is available for analysis. Add'l info will be submitted within thirty days upon receipt.